Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: it was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a transient ischemic attack.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced transient ischemia of the brain. It was reported that the transient ischemic attack was not ion related, but due to anesthesia. The lesion size was 0.7cm and was located in the right lower lung - posterior segment. Instruments utilized during the biopsy included a 21g flexision needle and compatible forceps. The imaging modalities used were cone beam and radial endobronchial ultrasound (ebus). The diagnosis from rapid on-site evaluation was an adenocarcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, there was no response received from the physician.